Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that he patitent's pump reached low reservoir and was filled on (B)(6) 2025 but the patient's wife began hearing his pump alarm this morning. The company representative (rep) stated that it was consistent with the noncritical alarm, occurring hourly. The technical services (tss) had the rep to confirm no new events in the logs (last was low reservoir and programming steps matching the refill). The tss also had the rep confirmed when reinterrogating the pump that there was an active alarm banner. The tss walked the rep through silencing the active alarm and asked if it was possible they did not hear the pump alarm from the night of the 3rd to the morning of the 6th and they said unlikely. The patient stated that he was concerned because he had previously gone into withdrawal and did not want that to happen again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the patient reporting that they had no withdrawal. Patient was as concerned, but they believe it was an old low reservoir alarm that was not cleared that the refill and nothing more.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.